Event description:
During a revision for stem loosening, the surgeon removed the stem successfully. When he passed the removed stem, head still attached to the scrub nurse, the stem dropped from the scrubs hand to the table (a distance of only 2-3 cm) the head rolled off the trunion too easily.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, then it will be submitted in a supplemental report.